Event description:
The facility reported a pump with depleted batteries. This condition occurred during biomed testing. There was no pt injury or med intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted batteries was confirmed. Inspection of the device found that the pump's batteries were depleted and were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.